Manufacturer narrative:
The device is received by the manufacturer and is currently under investigation. No corrective or preventive actions can be implemented until the investigation has been completed. Investigation will include inspection of the returned device.

Event description:
A port-sized bubble came out from the aspiration port once, in the middle of the surgery. The problem was solved by replacing the vitrectome. The surgeon removed the bubble from the eye. No actual patient harm was reported.

Manufacturer narrative:
With regard to this event, one vitrectome was received for investigation. Initial visual inspection of the returned product showed no anomalies. Functional testing confirmed that, with low aspiration settings, < 50 mmhg, bubbles started to emerge from the aspiration port. Bubbles, were not present with aspiration settings above 50 mmhg. Further investigation after disassembly revealed very small particles on the o-ring inside the instrument. The particles compromised the airtight seal and enabled ambient air to get between the cutter blades and escape through the cutter's tip. Unfortunately the origin of the dust-like particles could not be determined. Device history record review revealed no deviations and a database search showed that no similar failures have been reported on this specific lot previously. Based on the investigation results, the root cause of the reported event could not be determined conclusively. Possible causes could be a contamination during assembly of the product, however this cannot be confirmed.

Event description:
A port-sized bubble came out from the aspiration port once, in the middle of the surgery. The problem was solved by replacing the vitrectome. The surgeon removed the bubble from the eye. No actual patient harm was reported.

Manufacturer narrative:
The device will be returned to the manufacturer for investigation.

Event description:
A port-sized bubble came out from the aspiration port once, in the middle of the surgery. The problem was solved by replacing the vitrectomy. The surgeon removed the bubble from the eye. No actual patient harm was reported.